Manufacturer narrative:
(B)(4). Lens not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens stuck in the cartridge. The cartridge tip was damaged. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens, but the lens became stuck in the cartridge. The surgeon could not insert the lens and there was no patient contact noted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.